Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted global technical services (gts) regarding an unrelated alarm that occurred on the homechoice (hc) unit during use. The care giver (cg) stated there was air in the patient line. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The tsr advised the cg to start over with new supplies, and the tsr assisted to end therapy. There was no serious injury or medical intervention reported.